Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to a cardiac arrhythmia. It was noted that the implantable cardioverter defibrillator ( ICD) exhibited some undersensing of ventricular fibrillation (vf) prior to death. The device remains in-situ.